Event description:
It was reported two balloons ruptured at six atms and one balloon developed a pin-hole leak at approx six atms during an iliac angioplasty procedure via an ipsilateral approach. Results were satisfactory and the procedure was completed at that time. The device were received, evaluated and retained by this MFR. The engineering eval indicated several kinks were noted on the first balloon's catheter shaft. A full circumferential tear was revealed around the distal ro marker. Scratches were noted on the balloon surface. The second balloon displayed a 3/4 circumferential tear in the distal transition zone. Scratched and chatter marks were noted on the balloon surface. The third device displayed a pin-hole leak 1mm proximal of the distal ro marker. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Two of the above devices displayed characteristics consistent with contact with a sharp external source, chatter marks and/or scratched on the balloon surface, which co believes contributed to this event and do not attribute it to the devices. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."